Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that this was a returning problem with "low vacuum" messages after prolonged use. The fse could not duplicate the issue but found the low vacuum alarms in the log files. The fse did not suspect a compressor problem as the compressor was delivering very good vacuum and pressure numbers consistently. The solenoid driver board was replaced previously when the "low vacuum" issue began and it did not resolve the issue. The iabp seems to occasionally "pop" the k6 vent while pumping at 80bpm. The fse replaced the drive manifold assembly as he suspects that there was a problem with the valves not sealing properly. The fse did not experience any more k6 "popping" after replacing the drive manifold. The fse completed full calibration and functionality checks; all calibrations passed to factory specifications. The iabp was pumping for three days continuously after the repair and there were no further error messages. The iabp was released for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that this was a returning problem with "low vacuum" messages after prolonged use. The fse could not duplicate the issue but found the low vacuum alarms in the log files. The fse did not suspect a compressor problem as the compressor was delivering very good vacuum and pressure numbers consistently. The solenoid driver board was replaced previously when the "low vacuum" issue began and it did not resolve the issue. The iabp seems to occasionally "pop" the k6 vent while pumping at 80bpm. The fse replaced the drive manifold assembly as he suspect that there was a problem with the valves not sealing properly. The fse did not experience any more k6 "popping" after replacing the drive manifold. The fse completed full calibration and functionality checks per section 4 of the service manual. All calibrations passed to factory specifications. The iabp was pumping for three days continuously after the repair and there were no further error messages. The iabp was released for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) is having a recurring low vacuum alarm. The iabp was swapped out with another iabp during this event. This event occurred while the iabp was in use on a patient. No adverse event has been reported.